Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an echocardiography (echo) on (B)(6) 2018 which revealed an outflow graft narrowing by 60 to 70 percent near the aorta and was scheduled for a procedure for stenting of the outflow graft. On (B)(6) 2018 patient went to the emergency department (ed) complaining of worsening shortness of breath (sob), vomiting, diarrhea (negative for blood in stool), chest pain, and low flow alarms. Patient was admitted to the intensive care unit (ICU) and had impending shock. Patient was taken to the catherization lab on (B)(6) 2018, and the obstruction was localized from the ring in the outflow graft to the anastomosis of the aorta. Patient received 6 stents to the outflow tract. It was stated that the flows were better, and the shocks resolved. Patient was transferred to the ICU in stable but critical condition. Device remains implanted. Patient was discharged on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Serial number: (B)(4): outflow graft was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed a sustained decrease in estimated flow and power consumption starting (B)(6) 2018. 4 low flow alarms have been logged since (B)(6) 2018. Of note, it was reported that echocardiography revealed an outflow graft narrowing by 60 to 70 percent near the aorta; stents were placed in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flows observed during log analysis can be attributed to an occlusion in the outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.